Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). In response to the inquiry for the patient¿s history of uti¿s prior and since implant, the hcp replied that there had been no prior infection in their records. The hcp stated the patient had been their patient since (B)(6) 2018. In response to the inquiry of the cause of the reported uti, the hcp reported the patient had not been self-catheterizing regularly, causing retention and bacteria build up. In response to the inquiry if the utis were related to the patient¿s underlying urinary dysfunction the hcp replied ¿likely,¿ and also stated that ¿no¿ the uti was not related to the device and/or therapy. In response to the inquiry for what actions/interventions had been performed for the uti, the hcp replied that the patient had been re-informed that they needed to self-catheterize a minimum of 3 times a day (qd). In response to the inquiry for clarification what the patient¿s spouse meant by stating they had ¿issues with the battery in the controller,¿ the hcp replied the batteries had been left in the device, causing them to drain and die quickly. The hcp reported that the cause of the ¿issues with the battery in the controller¿ was that the controller batteries had needed to be replaced. The hcp reported they had suggested to the patient to only put the batteries in the device when they needed to use it. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A urinary tract infection (uti) was reported by a hcp. The caller did not know if the change was sudden or gradual but they started the call by saying the patient was in the hospital which was confirmed by the hcp to be unrelated to the device/therapy and that the patient had a uti. The event date was noted to be unknown. The hcp also reported the ins had been off for two days and reported the patient¿s spouse had stated they had ¿issues with the battery in the controller.¿ technical services asked the hcp what that meant and the hcp was not sure as they had limited information. Technical service asked the caller to turn on the programmer, which the hcp had in their possession, and the hcp stated it turned on and displayed the ¿sync¿ screen. Technical services advised that they could assist the hcp in turning the ins back on however the hcp insisted on paging a manufacturer representative (rep). Technical services redirected the hcp to the national answering service. There were no further complications reported.